Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a trace pointers are invalid. The blood glucose level was unknown. Troubleshooting was not performed for pump error. The customer also stated that the insulin pump was unable to rewind and pump error came up again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest. The device was monitored and functioning properly. No pump error 68 noted during testing. The device and blood glucose meter test functioning and communicating properly.